Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6) 2019. The original surgery is dated on (B)(6) 2016 and the first revision was on (B)(6) 2018. The revision surgery occurred because of reported instability. During the revision, the tibial insert and retaining bolt were removed from the first revision surgery, and the femoral component was removed from the original surgery. All replaced with new components.

Manufacturer narrative:
Originally reported infection as reason for revision, but is meant to say instability.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2016 and the first revision was on (B)(6) 2018. The revision surgery occurred because of reported infection. During the revision, the tibial insert and retaining bolt were removed from the first revision surgery, and the femoral component was removed from the original surgery. All replaced with new components.